Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00610. The pt received an scs system on (B)(6) 2009 including an ipg and two percutaneous lead. It was reported that the pt scs system was replaced due to allegations of ineffective stimulation and an increased ipg recharge burden. Effective therapy was recaptured as a result of the procedure. No further complications were reported.